Manufacturer narrative:
Other, other text: additional information: repair notes from work completed by field service technician at the customer facility: the firm ware version was 1.6.1. Primary audible alarm (paa) background test. The original battery still in use with a 47 percent charge. Condition of the seal in the battery compartment was not applicable. Observation of the initial condition of the j9 connector were not correct per the paa procedure. Glued and installed ribbon cable connector and j9 per paa procedure. Quick check performed after re-assemble found force sensor calibration found as negative 0.47 left calibrated to 0.16.

Event description:
These pumps all had been previously inspected for primary audible alarms. Smiths technician re-inspected due to reports of additional paas. Customer has alleged that all on this list had experienced additional paa after multiple inspections of the j9, no obvious issues with main speaker.